Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect, with urinary incontinence. The pt had symptom relief prior to this issue. The pt's implantable neurostimulator was, initially set at 2.8 volts on program 2. The device setting was increased to 4.3 volts and the pt, then, felt the stimulation at a comfortable level. The reported issue was resolved. It was later reported that the pt experienced an overstimulation sensation. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.